Event description:
It was reported by the customer's mother that the customer's pump stopped working. Customer's mother stated that the buttons on the pump were not working and that it was frozen. Customer's mother wanted to program the 530g pump so that she can take it out of town with her in case her pump does not work. Customer's mother was advised that the pump needs to go through troubleshooting to resolve the issue. Customer's mother will call back when settings are available. No additional information provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.